Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) . Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported to lilly report - (B)(4) japan- he complained that the penneedle plus could be attached to the insulin glargine, but the shape was not delicately matched. He stated that the pen needle plus was shorter than normal, so it was difficult to inject vertically toward his abdomen and was also concerned that the insulin glargine and pen needle shape did not match slightly. This case was associated with (B)(4). Lot # unknown. Catalog# unknown. Date of lilly report 25-oct-2024. Date received by lilly 24-sept-2024. Sample status discard.